Event description:
During an exam a technologist received a burn from a piece of metal shielding that ejected from under the tube cover due to a voltage arc in the rotor cable. The technologist reported that they were okay and finished the exam. Reportedly, the technologist received a small burn about 3 mm in diameter and was treated for arrhythmia.